Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that incorrect interpretation of signal was noted on the device resulting in inhibition of therapy. The arrhythmia was self terminated. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.